Manufacturer narrative:
(B)(4). Since the sample was not returned, the cause could not be determined. A service history review revealed that no previous service events were related to the reported condition. A device history review was conducted and no issues were found related to the reported condition, during the manufacture of the device.

Manufacturer narrative:
(B)(4). Per the customer this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available a follow-up report will be submitted.

Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm and inaccurate readings (this complaint) that occurred on the homechoice (hc) during drain. The technical service representative (tsr) had the technician turn on the machine. The hc went to press go to start. The tsr had the technician review the alarm log and found system error 2265, system error 2084, caution negative uf (ultrafiltration) and ldv alarms several times. The tsr explained the alarms and the possible causes. The technician stated the registered nurse (rn) wanted the machine swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the technician and he said that they were not going to swap the machine at this time as the clinician wanted to test the machine still. He would contact baxter if a swap was needed. No further information was provided.